Event description:
It was reported that a user experienced hypoglycemia after announcing and dosing for a soup and pasta lunch while using the ilet during the first week after a recent functional reset, with approximately 8 units delivered and no associated alerts or alarms. Symptoms included muscle weakness consistent with hypoglycemia, with a nadir blood glucose of 52 mg/dl. Outcomes included resolution after oral carbohydrate treatment with glucose juice and ice cream, and no hospitalization. Investigation included customer-care troubleshooting and education regarding consistent meal announcements and the system¿s adaptive learning process, as well as confirmation that the steel infusion set had been recently changed without observed tubing issues. Investigation of this case revealed no device malfunction or component issue identified, and the event was attributed to the learning period and possible insulin over-delivery relative to the meal¿s carbohydrate content. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.